Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support with resetting the pump, and after the reset, the malfunction code did not recur. Customer was informed to call back if the issue happened again and acknowledged the instructions.